Event description:
It was reported the patient stopped charging her scs ipg, consequently, the ipg became inoperable. Follow-up identified the patient's scs ipg was explanted and replaced. In addition, the patient is reportedly doing well postoperative.

Manufacturer narrative:
(B)(4).this ipg serial number was included in a field advisory.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.